Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not clean the area before starting pd therapy and ¿does not wash his hands well before starting therapy¿. The peritonitis was manifested by cloudy effluent. It was reported the patient was not hospitalized for the peritonitis event. The same day as diagnosis the patient was treated with a one-time dose of intraperitoneal (ip) vancomycin, 1.5 gram and ip cefepime 2000 mg daily for twenty-one days. Pd therapy remained ongoing. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from this peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.